Manufacturer narrative:
Follow-up #1: date of submission 3/18/16 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: multiple occlusion alarms observed in the black box leading to delivery interruptions; the force at time of occlusions is high. On (B)(4) 2016 at 23:46 occlusion alarm with high force; deliveries resumed at (B)(4) 2016 at 21:48..#2. On (B)(4) 2016 at 23:06 occlusion alarm with high force; deliveries resumed at 23:12. On (B)(4) 2016 at 23:45 occlusion alarm with high force; deliveries never resumed.. Rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test confirmed pump is detecting correct force. Pump exercised for 24hrs with no occlusions occurring. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump had a frequent occlusion issue, and the patient had an asymptomatic blood glucose of 500 mg/dl. Patient self-treated with injections. During troubleshooting, it was noted the patient's use of and technique with the infusion set was per IFU. This complaint is being reported as the occlusion issue was not resolved and the patient experienced hyperglycemia.